Manufacturer narrative:
Failure analysis noted that the pump was received with a motor error alarm during rewind due to corroded motor home switch. They were unable to perform the displacement test or prime/ compromised force sensor system alarm test due to the motor error alarm. The pump had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads are and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 190 mg/dl at the time of incident. They were unable to prime the pump without the motor error alarm recurring. The pump alarmed compromised force sensor system while priming. The customer was able to rewind the pump and retrieve all the pump settings but he was still advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.